Event description:
While a ligasure blunt tip laparoscopic sealer/divider was in use it stopped working and would not complete a cycle. The defective device was removed from the sterile field and replaced with a new ligasure. The new ligasure was used to complete the case without harm to the patient. A field technical report (ftr) was submitted to the manufacturer with regard to this device. They will provide a return kit for the device to be sent back for failure analysis.